Event description:
It was reported that during a generator replacement surgery, high impedance was seen when the lead was connected to the newly implanted generator. The lead was confirmed to be fully inserted. Generator diagnostics were performed and a lead fracture was visualized. Both the generator and lead were replaced and impedance was ok. The suspect device has not been received by manufacturer to date. No other relevant information has been received to date.

Event description:
Later, it was reported that the suspect product was returned to the manufacturer. Product analysis is currently underway. No other relevant information has been received to date.